Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 20898131.

Event description:
It was reported that the patient's leads had multiple contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively.